Manufacturer narrative:
(B)(4). Concomitant medical products: 00771300500 60910203 m/l taper kinectiv stem size 5, 00801804002 61112139 12/14 cocr femoral head 40mm +0, 106054 791840 ran/bur rnglc shl 54mm sz 24, ep-108524 980580 e-poly 40mm +3 hiwall lnr sz24. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00024.

Event description:
It was reported by patients¿ legal counsel that the patient had a left hip arthroplasty approximately ten years ago. Plaintiff has not yet scheduled a surgery for explantation of the left hip components at issue. Legal documentation noted corrosion at femoral head and neck. Attempts were made to obtain additional information; however, none was available.

Event description:
It was reported by patients¿ legal counsel that the patient had a left hip arthroplasty approximately ten years ago. Plaintiff has not yet scheduled a surgery for explanation of the left hip components at issue. Patient issues are unknown. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6 reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient underwent initial left tha surgery due to arthritis of the left hip with leg length inequality; there were no intraoperative complication noted. There is no record of a revision surgery and no issues reported with the implanted devices. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a2, b4, b5, g4, h2, h3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.